Event description:
It was reported that an unspecified cgm malfunction occurred. On 02/15/2026, the dexcom receiver reportedly stopped functioning, and the mobile application did not display any cgm readings. The reason for the loss of data was unknown, and the reporter confirmed that no error message was shown in the app. It is unknown whether any fingerstick glucose measurements were performed after the issue was identified. An unspecified amount of time after the device malfunction, the patient began experiencing symptoms; however, the reporter declined to provide details regarding the nature of these symptoms. The patient was transported to the hospital by ambulance. Upon arrival, a fingerstick blood glucose measurement was obtained, showing a value exceeding 600-700 mg/dl. Information regarding the treatment provided at the hospital was not reported. At the time the event was reported, approximately twelve days after the incident, the patient remained hospitalized, and no information was available regarding a potential discharge date. No documentation was provided regarding further medical evaluation, intervention, or the patient¿s current condition. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 03/31/2026. Data was received and evaluated on 04/08/2026. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, at 11:58 am, the estimated glucose values rose to the high alert threshold (250 mg/dl), and the app delivered a high alert at 70% volume. At 12:02 pm, the egvs returned within range. At 12:13 pm, egvs rose above the high threshold (250 mg/dl), and the app delivered high alerts at 70% volume until 12:28 pm. At 12:33 pm, the device experienced five minutes of temporary sensor error. At 12:38 pm, the app delivered another high alert at 70% volume. From 12:42 pm to 01:42 pm, the egvs were within range, with just five minutes of temporary sensor error. At 01:48 pm, the app delivered another high alert at 70% volume. The app experienced ten minutes of temporary sensor error. From 02:03 pm to 02:53 pm, the app delivered another high alert at 70% volume. At 02:57 pm, egvs returned within range. The probable cause could not be determined. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.